Event description:
Pt resting quietly until apc delivered to rectal mucosa. Pt intermittently "flinched" and said "ouch" with majority of contacts delivered with the apc. Previous report sent regarding this device.